Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The device was not returned for investigation. The root cause of the low pump flow issue was not determined since product was not returned and sufficient clinical information was not provided.

Event description:
The user facility reported a 62-year-old female undergoing surgery to remove balloon pump and escalate to ecpella. An impella cp device was implanted for mechanical circulatory support. The medical team experienced pump flow issues which required administration of several blood products for more hemodynamic support. The cp was explanted on (B)(6) 2023 and patient was escalated to an impella 5.5 device.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.